Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stall(s). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) regarding a patient receiving dilaudid (10 mg/ml, 0.059 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, the patient experienced a motor stall. Logs were received that indicated repeated motor stalls occurred with recoveries. The first motor stall occurred on (B)(6) 2018 at 05:19. A recovery occurred on (B)(6) 2018 at 15:25. A second motor stall occurred on (B)(6) 2018 at 07:23, a stopped pump period may exceed tube set occurred on (B)(6) 2018 at 07:23 and a motor stall recovery occurred on (B)(6) 2018 at 09:44. Third motor stall occurred on (B)(6) 2018 at 04:16, a stopped pump period may exceed tube set message occurred on (B)(6) 2018 04:16, and a motor stall recovery occurred on (B)(6) 2018 at 18:01. Fourth motor stall occurred on (B)(6) 2018 at 13:25 with a recovery occurred on (B)(6) 2018 at 05:47. A fifth motor stall occurred on (B)(6) 2018 at 02:26 with a motor stall recovery occurred on (B)(6) 2018 at 10:41. The pump was turned to minimum rate and the patient was stabilized with other medications. The pump was replaced on (B)(6) 2018 and the patient had no signs or symptoms at this time. The patient's status was alive - no injury. The event was resolved at the time of this report.